Manufacturer narrative:
Other relevant device(s) are: product ID: 9733320, serial/lot #: (B)(4). A system checkout was performed and a problem was found with the axiem controller. The part was replaced and issue resolved. The axiem was returned and the reported problem was confirmed. The emitter and axiem box reported a communication error when the part was connected to a test system. Eminterface shows a fault on all 9 coils. The fault light was lit, and eminterface reported a fault. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure during a system installation that the axiem controller needed to be replaced. No patient was present at the time of the event.